Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. Investigation is summarized as follows: customer data review there were no sample ids nor results logs provided for this ticket. As a result, a customer data review could not be performed. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 515652 and its components was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 515652. The quality control release testing met all acceptance and validity specification criteria. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4- plex amp kit (list 09n79-090) lot 515652 and its components and did not identify any internal or post production use issues related to these lot numbers and the reported issue. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 515652. The complaint history review identified seven (7) additional complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-90) lot 515652. Five tickets were independently investigated and determined no product deficiency. Two tickets are currently under investigation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 515652 was not identified. Local ambassador confirmed that discrepant results could clearly be traced back to a contamination of the pre-analytic phase of the samples. The lysis was contaminated, this discovery was identified via environmental swab tests.

Manufacturer narrative:
Complaint will be elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported false positive results on the alinity m resp-4-plex assay for the sars-cov-2 target. The customer retested the samples on cfx which yielded negative results. According to the local ambassador, the discrepant results could clearly be traced back to a contamination of the pre-analytic phase of the samples. The lysis was contaminated, which was identified via environmental swab tests. The false positive results were not reported outside the lab, so there was no impact to patient management. Further details were not made available to abbott. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.